Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the drill didn't work properly. Initially, the drill failed to turn on and then it started to work but only for a moment. It looks like the charging pin doesn't have electrical contact. No backup was available. It is unknown if the procedure was cancelled at this time. No patient harm was reported.

Manufacturer narrative:
New information received on 4/4/2017 that changes the reportability decision. According to the customer there was a backup device available to complete the procedure.